Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer found that the mixing chamber was not draining properly. The customer flushed the mixing chamber, which resolved the issue. The repairs were verified by the customer. (B)(4).

Event description:
The customer found that the mixing chamber from the coulter hmx analyzer with autoloader was not draining properly. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.